Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer reported that they obtained readings of 1.4 mmol/l and 7.4 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fell in the "c" zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Customer's meter has been returned to the lab, and product testing did not confirm the readings complaint. All results were within range specification, and no errors were observed during control solution testing.